Event description:
Massive visible leak of blood from the blood compartment of the fresenius f160 nr dialyzer. The pt lost approximately 150 ml of blood but fortunately, suffered no ill effect. Potential exists of massive blood loss and kidney damage.